Event description:
It has been reported there was pieces missing from the distal end and camera tip. The damage occurred when the surgical team was removing/pulling out the scope. There was patient impact. They had to schedule an x-ray of the patient to make sure that they got all of the broken/ripped/missing pieces. The procedure was completed with a spare device.

Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).